Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noticed intuitive motion was not performing correctly during the test drive. The fse replaced the mtml, provided a blue fiber cable, and performed required programming, calibration, electrical safety, and test drive with no issues. The system was tested and verified as ready for use. Isi has received the mtml involved with this complaint and completed the product evaluation. The reported issue was able to be confirmed as having occurred via the field error logs, but could not be reproduced. During evaluation, error 23 was observed, and error 23017 was observed along axis 5. Visual inspection was performed, and the mtm was then installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. All tests that were performed passed. Parts will be replaced as a precaution. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23017 on the mtml related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had 3 errors at the mtml and the surgeon was able to continue with the procedure by recovering from the fault. The fse replaced the mtml to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the system had 3 errors at the end. The customer resolved the issue by pressing recover fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted errors 23017 on the left master tool manipulator (mtml). The procedure was completed with no reported injury.

Manufacturer narrative:
The customer informed that system functionality was checked upon powering the system on and the system initially powered on without errors. It was unknown if the error returned after clearing the fault. The surgeon did not notice issues with the functionality of the mtm. The procedure had been in progress approximately 50 minutes when the issue occurred. Patient information was provided.